Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Reportedly the customer was not properly completing the air removal steps while filling the cartridge. Tandem technical support informed the customer that not properly completing the air removal steps while filling the cartridge was off label per the tandem user guide. Customer¿s blood glucose level was 232mg/dl.